Event description:
It was reported by the radiologist the device was used during a breast biopsy. It was reported the clip was deployed and the marker sleeve of the ultem tube was sheared off. 11/10/1998 the sheared off marker sleeve remained in the breast tissue.